Manufacturer narrative:
Citation: a. Latib et al. "First-in-man transcatheter mitral valve-in-ring implantation with a repositionable and retrievable aortic valve prosthesis". Eurointervention 2016;11:1148-1152. Doi: 10.4244/eijy15m11_02 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding first-in-man transcatheter mitral valve-in-ring implantation with a repositionable and retrievable aortic valve prosthesis. All data were collected from multiple centers. The study population included 8 patients (predominantly female; mean age 75 years), four of which were implanted with medtronic cg future (serial numbers not provided). Among all patients two deaths occurred due to reasons unrelated to the implantation. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: replacement of four medtronic cg future bands (reasons not specified) with transcatheter mitral valve implantation. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.